Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements (throughout these tests) were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported during implant procedure the ra (right atrial lead) dislodged, the lead was then repositioned. During testing of the lead there was noise on the a channel and testing could not be completed. This lead was explanted.

Event description:
It was reported during implant procedure the ra (right atrial lead) dislodged, the lead was then repositioned. During testing of the lead there was noise on the a channel and testing could not be completed. This lead was explanted.